Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation, in this case, were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The patient died while using a medical product, but there was no suspected association between the death and the use of the product. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7000tfx mitral valve underwent a valve-in-valve after an implant duration of nine (9) years, two (2) months due to stenosis and regurgitation. Per the medical records, the patient presented with nyha class IV heart failure. The tmvr was performed with a 26mm 9600tfx. The patient was transferred to the cicu in critical condition. On pod #1, the patient was awake and alert and became altered, pea arrest, coded, and expired. The final primary diagnosis were listed as; acute heart and renal failure, and cardiogenic shock.